Event description:
It was reported that the patient presented to the emergency room. Upon review, the right ventricular (rv) lead had dislodged and as a result exhibited no capture. The (rv) lead was successfully repositioned on (B)(6) 2024. The patent was in stable condition throughout the procedure.